Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with a rubbery foreign material (not from the endoscope), however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed or broken. Although unclear, the following information was provided regarding the reprocessing and handling of the device by the user; the air/water flow function was inspected before procedure, reprocessing was performed in accordance with the instruction for use (IFU), it was unknown whether the black packing of the air/water valve (mh-438 or mh-948) was damaged, and the injection tube (mh-946) was used for manual cleaning but it was unknown if the connecting tube was scraped. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings evaluation found the distal end cap was worn, the distal end adhesive was lifting, the insertion tube cover was worn, the insertion tube was stained, the air/water channel volume failed due to blockage, the water flow was not to specification, and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the channel of the evis lucera elite colonovideoscope was found to be blocked during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign debris protruding from the air/water nozzle. The outlet pipe and air/water channel was blocked by what appeared to be a rubber brush like material, which did not originate from the scope. The report is being submitted due to foreign debris in the air/water nozzle found during evaluation.